Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the foley was placed in the emergency department; a few hours after arrival to ICU foley noted to be disconnected. The tamper seal was still intact and no force had been applied to the tubing. The foley was removed (unknown lot #) and replaced with new foley.

Manufacturer narrative:
A review of the device history record (DHR) was not performed during this investigation as the lot number was not provided with the complaint. All DHR¿s are reviewed and approved by quality prior to release of product. There were no samples returned for evaluation. Without a sample to evaluate, a specific root cause cannot be determined. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.